Event description:
It was reported that the customer sensor glucose and blood glucose reading values were 100 points off. The customer also received several threshold suspend alarms. As a result the customer took off the sensor and when she put a new sensor in, her blood glucose level was 270 mg/dl. Her sensor glucose value was 140 mg/dl causing her to get a calibration error and a weak signal. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.